Event description:
The customer reported being in the emergency room due to high blood glucose of 246mg/dl, but her blood glucose had been over 500mg/dl for two days. The customer stated that she was dehydrated, loosing her memory, and could not see. Troubleshooting was performed. The time and date on the device were correct. The customer was not using the insulin pump since the day before the event and was on manual injections. Reviewed the alarm history and found several low reservoir and low battery alarms. The caller mentioned that she was put on zofran to help her nausea. The customer stated that the insulin pump appears to be stuck on the rewind/prime mode. The customer did not feel comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.